Event description:
An account reported that while performing maintenance on the analyzer, the lid of the analyzer fell on hand, causing injury. Emergency room treatment (x-ray) determined hand was not broken but needed splint.

Manufacturer narrative:
The event is under investigation. The part associated with this event was received by olympus america inc. On jan. 8, 2008 and forwarded to manufacturer on jan. 8, 2008. The gas spring on cover was replaced in 2007 and is performing as expected. If required, a supplemental report will be submitted after the investigation is completed.